Manufacturer narrative:
Device passed self test. Pump received error 38 during rewind due to corroded motor home switch and high magnetic field exposure. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the device and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarm during rewind, insulin pump detected possible issue with the motor. Customer's blood glucose value was 10.2 mmol/l. Customer stated that the insulin pump exposed to high magnetic field. The device will be returned for analysis.